Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. The symptoms first appeared in august and consisted of ¿crunching dry skin, redness, blisters and peeling of the skin¿. Customer noted that on (B)(6) 2018 a healthcare provider prescribed vaseline and on (B)(6) 2018 a hcp prescribed hirudoid cream (heparinoid) and ¿antebide¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: sensor serial number has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned with the sensor puck. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. The symptoms first appeared in august and consisted of ¿crunching dry skin, redness, blisters and peeling of the skin¿. Customer noted that on (B)(6) 2018 a healthcare provider prescribed vaseline and on (B)(6) 2018 a hcp prescribed hirudoid cream (heparinoid) and ¿antebide¿. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Initial submission neglected to include the patient and device codes. Missing information has now been added.

Event description:
Customer reported experiencing an allergic skin reaction while wearing an adc freestyle libre sensor. The symptoms first appeared in (B)(6) and consisted of ¿crunching dry skin, redness, blisters and peeling of the skin¿. Customer noted that on (B)(6) 2018 a healthcare provider prescribed vaseline and on (B)(6) 2018 a hcp prescribed hirudoid cream (heparinoid) and ¿antebide¿. There was no report of death or permanent injury associated with this event.